Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not turning on when plugged into a power source. Reportedly, the customer was able to successfully turn the pump on with a different charging cable. There was no reported impact to customer's blood glucose level.